Event description:
It was reported that on (B)(6) 2012, the patient underwent an interventional stenting procedure in the proximal left anterior descending artery with one xience v rx 2.75 x 15 mm stent. On (B)(6) 2012, the patient experienced chest pain and developed stent thrombosis in the index stent and in two non-abbott stents implanted in the right coronary artery. The patient underwent thrombosis aspiration. The physician reported that the clopidogrel was not effective. The patient recovered and there was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stents: nobori, endeavor. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the (B)(6) xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.